Event description:
Customer reported that they after administering an injection to a patient, one of our staff members attempted to slide up the safety sleeve. During this process, the safety sleeve came off completely instead of locking into place, which resulted in a needlestick injury to the staff member's finger.

Manufacturer narrative:
Based on the investigation, no manufacturing abnormalities were identified in the reviewed batch records or archived samples. All evaluated samples met the established quality and performance specifications during visual inspection, safety mechanism activation simulation, and connection strength testing. The reported condition, in which the safety sleeve detached during activation, could not be reproduced during the investigation. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low and no trends related to this issue have been identified during our track-and-trend analysis.